Event description:
Reported 1 false negative for sars results for one patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The patient was only symptomatic for 12 hours before being tested with sars which may be why it does not match result from pcr testing.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.